Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ok button on their device had gradually gone from intermittently unresponsive to completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2013-device evaluation: the insulin pump has been returned and evaluated by product analysis on 9/3/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed that there were some cosmetic defects and the rubber keypad and the cover of the contrast button were torn off. The ¿up¿ and ¿down¿ buttons were responding intermittently while the ¿ok¿ button was unresponsive. Contamination was found under the contacts of all buttons, contacts were inverted for the ¿ok and ¿up¿ buttons, and the keypad flex was damaged. Unrelated to this complaint, investigation revealed that the battery compartment was cracked with no evidence of moisture ingress and the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. This